Event description:
It was reported that a patient had an incident of increased intra peritoneal volume (iipv) during peritoneal dialysis (pd) therapy. This occured while the home patient (hp) was connected in drain 5. The technical services representative (tsr) reviewed the device settings. That day the ultrafiltration (uf) through the last cycle completed was 2021ml. The tsr explained that there might be a program issue for the uf target after the tsr reviewed the device logs and noticed the drain cycle 5 uf is always high. The hp understood the issue and would call her nurse in the morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed over the phone and the root cause was determined to be a use error, the tidal total uf removal was set too low. There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. The following labeling was reviewed: homechoice apd systems trainer?s guide and homechoice and homechoice pro apd systems patient at-home guide. "Operating instructions - change program" states this warning "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation" the labeling also states "seventy percent (70%) of your normal night uf is a good starting point for determining your optimum total uf."